Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed distributor's code 140 (response buttons), and the rear response button was intermittently non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. . No adverse event resulted from the creased cable.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.